Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged introducer was confirmed. One 4.5fr ptfe microintroducer was returned for investigation. The introducer revealed evidence of use. What appeared to be blood residue was observed between the vessel dilator and sheath. A portion of the leading edge of the introducer sheath was crumpled. The sheath length was 2.79¿, which was within specification. The undamaged section of the taper at the distal end of the sheath appeared to be properly formed. This type of damage can occur if the sheath is advanced against resistance. It was reported that the damage was observed during insertion. The instructions for use (IFU) state, ¿advance the microintroducer assembly over the guidewire. Using a twisting motion, advance the assembly into the vessel. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator. Verify institutional guidelines concerning the use of a safety scalpel prior to making incision.¿ since the reported damage was observed on the sheath, the complaint was confirmed. No damage associated with the manufacturing process was observed on the returned sample. A lot history review (lhr) of reep4177 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported health professional had an issue with the introducer that required the use of an introducer from microintroducer kit. No other information was provided. Additional information received: vascular access team member was unable to get the introducer in over the wire, when she pulled if off the wire it was bunched up. The introducer from the microintroducer kit was used to place double lumen PICC successfully. No harm patient harm was noted or reported. Ivdu aortic valve endocarditis line placed for long term antibiotics, thyroid storm. 04/16/2021- the returned device was found to be crumpled during evaluation.